Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator touch screen not working correctly when in uvt (user verification testing) and touches a function printer not working appears. The customer confirmed that there is no patient involvement associated with this reported event.